Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-08587). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device exhibited premature battery depletion. Communication via rf telemetry was unsuccessful. The device was explanted and replaced.